Manufacturer narrative:
Investigation of this event did not identify any product problem. Based on the updated information received regarding the patient's outcome, it has been determined that this was not a serious event as no scarring or permanent damage occurred.

Event description:
The patient was treated on the cheeks, submandibular area. The scabs first appeared 2-3 days after the treatment and there was no skin change noticed during or immediately post procedure. The treating facility believes the scabs are a result of a burn. The treatment tip was inspected prior to and during the treatment and there were no abnormalities. The patient was not given any medication to manage discomfort or pain prior to or during the treatment. In the physician's opinion, the scabs will heal without permanent scarring. The scabs have resolved.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated with thermage and did not report any pain throughout the treatment, but 2-3 days post treatment the patient was seen at the treating facility for 1-2 mm scabs in 4-5 areas on the right cheek. A "tip is too warm" message was prompted by the system during the treatment. The cooling gas was replaced, but the error was not resolved. The user attempted to reconnect the "warm" treatment tip, but this did not resolve the message. The user replaced the treatment tip with a different tip and the system functioned normally without any errors. Additional information has been requested but has not been received.